Manufacturer narrative:
An issue was identified with the system's display. Customer was provided with a loaner, while the display is being returned to the company's repair ctr.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.